Manufacturer narrative:
(B)(4). Evaluation results are: a review of an implant planning drawing revealed that the patient had a 5cm max diameter aaa. The proximal neck diameter just below the renals measured 18mm, ranged from 16 ¿ 18mm along the 2cm length, and 44mm below the neck was 29mm. The neck was minimally angulated in the l-r axis. The distal aortic diameter was 18 x 20mm. The iliac arteries were short (34mm right and 43mm left) but did not appear noticeably tortuous or were noted as calcified. Excerpts from a 43 minute video of the angio films during implant were reviewed. The main device was brought up the left side, positioned below the renals, and the proximal 3 stents were deployed. The suprarenal stents were then deployed <(><<)>not following IFU; should have 1st deployed down to gate release>. The bifurcate deployment continued down to the gate, which released on the right side and the gate was cannulated <(><<)>not following IFU; should have deployed entire ipsi limb and removed d-s>. The contra limb was brought up the right side and deployed in the gate with the proximal markers aligned. Completed ipsi limb deployment, the tip was recombined, and the d-s was removed. The left extension was brought up <(>&<)> deployed; extending the ipsi limb 4 stents. Ballooning was then seen performed within the entire stent graft system. Angiogram was performed with the catheter injector positioned above suprarenal stents. Contrast blush seen within the sac on both sides of the stent graft near level of the flow divider, and at the bottom of sac along both limbs. The injector was pulled into aortic body just above the contra limb, and a similar widespread blush endoleak was seen including contrast at the flow divider just below level of the gate. With the catheter injector still within the aortic body, the a-cuff brought up left/ipsi side. Angiogram showed a small blush near the flow divider. The cuff was deployed ½ way and supra-stents were deployed <(><<)>not following IFU; should have deployed entire cuff prior to suprarenal stent deployment>. The cuff was then completely deployed from 2mm above bifur to just above the flow divider. Ballooning was then seen performed within the entire stent graft system. Final angiogram with the pigtail at the suprarenal stents showed a small amount of contrast blush on both sides near flow divider. Retrograde angio from the right contra limb showed a small blush within the distal sac from left side of contra limb below gate, and retrograde injection from the left/ipsi extension showed a small blush in the distal sac from right side of ipsi limb below the level of the gate. The exact type and cause of the endoleak seen during the procedure could not be determined from the films provided. Injecting from within the aortic body and implanting the aortic cuff did not drastically reduce the level of contrast seen; therefore, this was most likely not a proximal type I endoleak. The amount of contrast appeared to have gradually reduced in strength during the procedure. This appears most likely to have been a type IV endoleak.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The proximal aortic neck just below the renal arteries measured 17.6x18 mm diameter. It was reported that during the index procedure, unknown endoleak was observed. The endurant bifurcate was implanted just below the renal artery. The contralateral limb and ipsilateral limb were implanted into the bifurcate with no overlapping issues. Final angiography was done, and an endoleak was seen near the fourth stent of the bifurcate. The physician believes this was a possible type iii fabric endoleak. The physician decided to implant an endurant cuff. The delivery system of the endurant cuff was inserted into the patient. Angiography was done prior to deployment of the stent graft for confirmation of the renal artery, and the amount of endoleak appeared to have decreased. The physician suspects this may be a type IV endoleak instead. The physician implanted the cuff anyway. There was also an endoleak observed near the junction of the contralateral limb and the bifurcate. The physician initially thought it was a type iii junctional endoleak. Touch-up on the contralateral side was done and another angiogram was performed. Endoleak was still observed. The physician checked the timing of the leak flow, and decided it may be a type IV endoleak. However, the physician was unable to confirm that the endoleak seen prior to implantation of the cuff and performance of the touch-up was actually a type IV endoleak. The procedure was completed. No additional clinical sequelae were reported and the patient is being monitored by their physician.